Event description:
It was reported the programmer has a cracked screen, and the back door and keyboard door are broken. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the overlay screen, the keyboard hinges, and the power cord bay were broken. The display screen also had two broken latches, the media bay door latch was broken out and missing, the lower case was damaged, and the keyboard slide plate was missing.